Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty controller fcb. System operates as intended.

Event description:
It was reported that the system would not go into mag mode. No patient injury was reported.